Event description:
It was reported that the system shutdown during surgery and when the nurse attempted to turn on the system it was not functional and started with beeping sounds. They decided to get a back-up system to complete the surgery. Delay time has not been provided.

Manufacturer narrative:
(B)(4). Delay in completing surgery. Field service specialist visited account and was able to confirm the reported problem. He replaced the subsystem controller printed circuit board (pcb). Verified it had a bad capacitor. Verified unit is not failing after replacement of pcb. Completed system checkout. Verified all modes of operation and all calibrations. Unit complies with all amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: the manufacturer report number should have been 3006695864. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.